Event description:
It was reported that when the footswitch is plugged into the console the handpieces run on their own. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The footswitch has not been received at the manufacturer for evaluation. Once received and evaluated, a follow-up report will be completed.